Event description:
It was reported that high voltage lead impedance measurement was observed to be out of range during follow up. Svc to can and rv to svc vectors are consistently showing out of range values. Setscrew issue was suspected. Patient would be monitored.

Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.